Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 7/25/2006 to the present date 11/18/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair.

Event description:
It was reported that there was an atl error on the device. There was no patient involvement.